Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital after feeling vibratory patient notification alarm. Upon device interrogation, device was found to be in back-up vvi. Device download was performed successfully and normal function was restored. Review of session records revealed that the device was not turned off during MRI and the device was in power on reset. Patient's condition was good.